Manufacturer narrative:
Product ID: 3889, lot# j0357507v, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3889, lot# j0357507v, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4). Analysis of the ins ((B)(4)) found that the ins was functionally ok and the device passed 100 hours of long term monitor testing with no anomalies found. The battery expanded, the titanium can and insulation coating were scratched, and there was foreign material in the connector ports.

Event description:
It was reported that the patient experienced a jolting sensation in the buttock and down the leg at home, so they turned stimulation off and stimulation was fine after that. The patient came into the clinic for a system check and the impedance check was very painful. The patient got the shocking sensation again and they had to stop the impedance check soon after initiating it. They were unable to reproduce the sensation with movement and at 1.25v for therapy the patient was so sensitive to stimulation. They only got 1 impedance reading before having to shut down the impedance check and case and 0 was at 1087 ohms. The patient¿s health care provider (hcp) suspected a fluid short at the lead-extension connection site that would need to be dealt with invasively. It was later reported that the patient had unusual stimulation and some discomfort. The patient felt stimulation in their face, arm, and down their torso and they did an impedance check and they came back all over 4000 ohms. The patient complained of their pocket being too large and they though their ins was too loose. The hcp made the patient¿s pocket deeper in the patient¿s butt cheek and a new battery was placed in the new pocket. The impedance test with the new battery was within normal limits and everything checked out perfect. The patient seemed much happier as they were leaving the hospital. The patient was set with a pulse width of 210, rate of 14, 2 negative and 3 positive, and they were set on cycling of on for 20 seconds and off for 8 seconds. There was a lead or extension issue of positioning difficulty and the patient had erratic stimulation. There was no patient death, no patient injury, and the patient recovered without sequelae. It was further reported that the first implant in 2004 was shocking the patient and caused swelling. The implant was much worse than their second implant because the implantable neurostimulator (ins) seemed to be hitting a nerve and the patient could hardly, not even walk.